Event description:
The reporter stated that the surgeon was inserting a eyeonics crystalens using a microstaar cartridge and the lens tore. The lens was removed with no pt injury and another crystalens was implanted. Pt's current prognosis is good.

Manufacturer narrative:
.